Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer complaint of balloon rupture was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Photo provided by customer was consistent with lab findings. A manufacturing defect has been confirmed. IFU and labeling defects were not confirmed. Trend is in control. Fmea line item is appropriate. CAPA and pra action are required. Root cause investigation is on-going in CAPA.

Manufacturer narrative:
Additional manufacturer narrative: updated event per additional information received on 03/25/2019.

Event description:
Additional information was received. It was noted that the balloon displaced closer to the heart which had to be fixed.

Manufacturer narrative:
The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. The device was not returned to edwards for evaluation. Based on the available information, the root cause of the event cannot be determined. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that issues were experienced with intraclude devices during a cardiac minimal invasive robotic surgery. It was reported during prepping the subject device was checked and looked fine. The balloon pressure didn't maintain constant pressure throughout the procedure. It was required to add additional volume at two different times. The balloon displaced. After one and a half hours of occlusion, during the last two stitches on the mitral ring, the balloon burst and the pressure decreased rapidly to 52 mmhg. The surgeon tried to inflate again but he came to the conclusion that the device was damaged. A second device was used but due to occlusion difficulties and migration, it was decided to use a mechanical clamp and finish the procedure in mini-thoracotomy. The patient is reported to be fine and was discharged home.